Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope had a connector malfunction. The issue occurred, during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was confirmed and the root cause of the reported issue was due to improper handling and application of excessive force. Moreover, there was impact to the device like fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.